Event description:
Philips received a customer complaint regarding a v60 ventilator reporting error code 1009 (vent-inop: pressure regulation high). No patient involvement or impact was reported at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. Troubleshooting was performed in accordance with the philips service manual, including verification of proximal and machine tubing connections, verification of pressures and flows, and review of component replacement guidance. Based on troubleshooting, replacement of the data acquisition (da) printed circuit board assembly (pcba) was recommended. The customer requested the part identification for the da board and was provided part number along with pricing information. After further troubleshooting in accordance with the service manual, the customer identified that the machine and proximal pressure lines were crossed. The pressure connections were corrected, after which the unit successfully passed the performance verification test/ short self-test performance test. The device met all required performance verification testing per philips standards and was returned to service. The investigation concludes that no further action is required at this time; however, if additional information becomes available, the complaint file may be reopened.